Manufacturer narrative:
The consumer was sitting on the seat of the rollator, when the seat support allegedly snapped at the weld, causing the consumer to fall. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. No serious injury has been reported. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer was sitting on the rollator when the seat support allegedly snapped at the weld, causing the consumer to fall. No injury is alleged.